Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device and the associated right ventricular (rv) displayed fine noise on both channels. The noise was oversensed and lead to pacing inhibition with asystole. The lead measurements were reported as normal and stable. Technical services discussed some trouble shooting options with the local field representative. The patient was to be seen in clinic at a later date. A request for additional information has been made. There were no adverse patient effects reported. The lead remains in service.

Event description:
Subsequent information indicates that the local boston scientific field representative indicated there was another episode of noise and oversensing similar to the originally reported clinical observation. A surgical revision procedure was performed where a previously capped rv lead was uncapped and used as the new pace/sense lead. The device and lead were explanted. There were no adverse patient effects reported. The device has been returned for analysis.

Event description:
Subsequent information from the local field representative indicated that the following physician was going to continue to watch the lead. The patient had been seen in clinic and isometrics were performed which were unable to elicit any noise. The noise is suspected to be electromagnetic interference (emi).

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.